Manufacturer narrative:
The description is corrected as follows. The review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that the lot met all pre-release specifications. According to the gore® viabahn® endoprosthesis instructions for use, complications associated with the use of the gore® viabahn® endoprosthesis may include but are not limited to: distal embolization. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular repair of a traumatic rupture of the left subclavian artery due to fall. At first, non-gore balloon catheter was used to stop the bleeding, however, hemostasis was not achieved. A gore® viabahn® endoprosthesis was then implanted, and bleeding was stopped with the endoprosthesis. The procedure was concluded, and the patient tolerated the procedure. On (B)(6) 2017, cerebral infarction in the left vertebral artery territory was confirmed. On an unknown date in 2017, craniotomy was performed to treat the cerebral infarction. The patient is reportedly recovering after the procedure and still being admitted. It was reported that the physician considered as following. The procedure was the most possible cause of the event. It was possible that a thrombus was moved from a stenosed area located from the left subclavian artery to the bifurcation of the left vertebral artery. Some other facts (heparin was not administered due to the bleeding, it took a time to implant the endoprosthesis after the balloon angioplasty was tried, and so on.) Were also considered as possible causes, but it could not be helped since the most important goal was hemostasis at that time.